Event description:
It was reported that when volume to be infused (vtbi) on intermitted infusions is adjusted in the interoperability workflow, it adjusts the rate and creates mismatches in epic (electronic medical record). Per report, available options were reviewed for addressing IV bag overfills: first option was changing vtbi after starting the pump. Per customer, they ¿decided not to pursue house-wide education on changing the vtbi after starting the pump because of concerns with manual misprogramming¿. It was reported that the customer had cases ¿where the intended (new) vtbi was programmed in a was programmed in a wrong field (e.g., rate)¿. Per customer, based on their monitoring, they noticed "two main reasons nurses modify vtbi: (1) to estimate ivpb overfill (thus, we requested help from bd) and (2) to use it as a reminder to request a new bag from pharmacy (thus, we requested epic to create something for this purpose). " the customer stated that in the past, they ¿educated nurses to use the restore function and some nurses do use it, so they wouldn¿t want them to switch to a less safe method¿. The second option was using the restore function. Per report, ¿it is not practical in some areas where they don¿t have time to check at the end of each ivpb infusion and then restore it to complete the bag.¿ there was patient involvement, no harm. The customer is requesting bd to ¿look for other ways to address this problem. Some of our nurses think it would be helpful to have a question like, ¿would you like to add xx volume¿ after the pump is pre-populated and before starting the infusion, so that there is an option that still does not change the rate or create unnecessary alerts.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available, d15 - cause not established. Root cause: the root cause for the reported issue that device had a user programming error - interop issue on vtbi adjustment, programming error.

Event description:
It was reported that when volume to be infused (vtbi) on intermitted infusions is adjusted in the interoperability workflow, it adjusts the rate and creates mismatches in epic (electronic medical record). Per report, available options were reviewed for addressing IV bag overfills: first option was changing vtbi after starting the pump. Per customer, they ¿decided not to pursue house-wide education on changing the vtbi after starting the pump because of concerns with manual misprogramming¿. It was reported that the customer had cases ¿where the intended (new) vtbi was programmed in a was programmed in a wrong field (e.g., rate)¿. Per customer, based on their monitoring, they noticed "two main reasons nurses modify vtbi: (1) to estimate ivpb overfill (thus, we requested help from bd) and (2) to use it as a reminder to request a new bag from pharmacy (thus, we requested epic to create something for this purpose). " the customer stated that in the past, they ¿educated nurses to use the restore function and some nurses do use it, so they wouldn¿t want them to switch to a less safe method¿. The second option was using the restore function. Per report, ¿it is not practical in some areas where they don¿t have time to check at the end of each ivpb infusion and then restore it to complete the bag.¿ there was patient involvement, no harm. The customer is requesting bd to ¿look for other ways to address this problem. Some of our nurses think it would be helpful to have a question like, ¿would you like to add volume¿ after the pump is pre-populated and before starting the infusion, so that there is an option that still does not change the rate or create unnecessary alerts.¿